Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq starter kit was missing product. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that on approximately (B)(6) 2012, the alleged issue occurred. The patient claimed that the starter kit was missing the test strips, lancets, and lancing device. The patient reportedly manages his diabetes with insulin (self adjusting). The patient told the cca that between (B)(6) 2012, he started drinking more water than in his typical diabetes regimen. The patient denied developing symptoms as a result of the alleged issue. However, the patient mentioned that he was able to test his blood glucose (at an unspecified time) on a onetouch ultra2 meter and obtain "very high blood glucose results in the 400's and 500's mg/dl range." The patient said that he treated himself with "60 units of levemir and 30 units of novolog insulin" sometime around (B)(6) 2012. During troubleshooting the cca confirmed that the subject products were missing from the starter kit. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event, because the patient reported being able to continue to test his blood glucose with a backup meter and administer treatment as needed. In addition, the patient denied developing symptoms as a result of the alleged issue. However, this complaint is being reported as a malfunction because the starter kit did not come packaged with all of contents that were supposed to be included.